Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was caught in the rain and received insulin pump malfunction and alarm. Customer's blood glucose was 320 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Insulin pump had a blank display due to moisture damage on electronic assembly. Insulin pump had moisture damage on keypad traces and on motor assembly. Unable to verify alarm, battery out limit alarm and low battery alert or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to blank display. Insulin pump received with minor scratches on lcd window, cracked case at display window corner, case at reservoir tube window corners, reservoir tube lip and broken battery tube threads.